Manufacturer narrative:
Conclusions - the instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If the instrument is returned for evaluation, a follow-up MDR will be submitted.

Event description:
It was reported that during a da vinci s cardiac procedure, a plastic piece of the permanent cautery spatula instrument fell in the patient. No additional information was received despite attempts to contact the site. No patient harm, adverse outcome or injury was reported.